Event description:
Event description guidant received information that a dissection of the coronary sinus occurred when the guide catheter was being advanced. In december 2003 guidant received information that the lead was removed and replaced after it dislodged.